Event description:
Implant failed due to a failure to osseointegrate.

Manufacturer narrative:
The initial report included "disability/permanent damage" as one of the outcomes attributed to the adverse event . This selection was made in error. The correct outcome of the adverse event is "required intervention to prevent permanent impairment/ damage".

Event description:
Implant failed due to a failure to osseointegrate.